Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was getting error messages. Customer blood glucose was 46 mg/dl, treated by eating something. Customer declined troubleshooting the insulin pump stated she suffers from low blood glucose. Customer has been getting low transmitter error message after fully charging the transmitter. Customer was unable to troubleshoot because she did not have the blue test plug. No further information reported.